Manufacturer narrative:
(B)(4). Batch # m52u0e. Additional information was requested and the following was obtained: was the cartridge able to be loaded into the device? Yes. How was the procedure completed? Used new product. Did any pieces fall into the patient? No. Will all pieces be returned with the device? Yes. The analysis results found that a sr55 reload was received with the left gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, was broken part of cartridge while loading. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.